Event description:
It was reported that there was a request to evaluate this right ventricular (rv) lead for possible loss of capture (loc). Technical services (ts) noted that loc appeared possible and further noted a significant decrease in r wave amplitude. Noisy signals were also observed possibly from atrial fibrillation (af), however these were not over sensed. Further evaluation was recommended. This device remains in service. No adverse patient effects were reported. Further details from the field were not available.